Manufacturer narrative:
The hilow drive drifting is unintentional movement of the bed which has the potential to cause serious injury. The technician cleaned and lubricated the head drive in order to resolve the problem. All bed drives are required to be inspected, cleaned, and lubricated at least once a year in accordance with the product service manual.

Event description:
It was determined that this bed was experiencing hi-low drift.